Event description:
(B)(4). This spontaneous case, reported by a consumer and forwarded by a patient support program, concerns a (B)(6) male patient of unknown ethnicity. The patients medical history included diabetes. Concomitant medications were not provided. The patient received human insulin isophane suspension (humulin n cartridge) and human regular insulin ( humulin r cartridge) via humapen, unknown dosage regimen, started on an unknown date for an unspecified indication. On unknown date, unknown time after beginning human insulin isophane suspension and human regular insulin, it was reported that the patient had been applying the insulin but the pen failed (product complaint pending). As he did not have the replacement in time, he became bad due to the lack of application of the medication (drug dose omission) and had to be hospitalized. No additional information was provided and no treatment measures were indicated. Event outcomes and action taken with human insulin isophane suspension and human regular insulin were not reported. The case included a suspect humapen (not further clarified) reusable device. The patient was the operator of the device. Training status and general and suspect device duration of use was not reported. If the device is returned, an evaluation will be performed to determine if a malfunction has occurred. Edit (B)(6) 2012: edited device medwatch info area for us device reporting purposes. Update (B)(6) 2012: upon review on (B)(6) 2012, it was determined that this report is a follow-up to case (B)(4); therefore, this report will be deleted from the database. All information from this report has been captured in (B)(4). The device was updated to a humapten ergo ii, and the medwatch and ei/ca fields were updated.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is a downgrade report, which no longer meets the criteria for expedited reporting. The device was determined to be a humapen ergo ii which is not authorized and distributed in the united states.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer and forwarded by a patient support program, concerns a (B)(6) old male patient of unknown ethnicity. The patients medical history included diabetes. Concomitant medications were not provided. The patient received human insulin isophane suspension (humulin n cartridge) and human regular insulin ( humulin r cartridge) via humapen, unknown dosage regimen, started on an unknown date for an unspecified indication. On unknown date, unknown time after beginning human insulin isophane suspension and human regular insulin, it was reported that the patient had been applying the insulin but the pen failed (product complaint pending). As he did not have the replacement in time, he became bad due to the lack of application of the medication (drug dose omission) and had to be hospitalized. No additional information was provided and no treatment measures were indicated. Event outcomes and action taken with human insulin isophane suspension and human regular insulin were not reported. The case included a suspect humapen (not further clarified) reusable device. The patient was the operator of the device. Training status and general and suspect device duration of use was not reported. If the device is returned, an evaluation will be performed to determine if a malfunction has occurred. (B)(4).